Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the information available. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two hours following the implant of this transcatheter bioprosthetic valve, an electrocardiogram showed a sinus arrhythmia, a qrs duration greater than or equal to 120 ms, right bundle branch block, and left anterior fascicular block. Medication was administered. Six days following valve implant, the patient presented with report of multiple syncopal episodes. Upon patient assessment, intermittent tachycardia followed by 10-20 second pauses were noted. The patient was admitted and monitored in the intensive care unit where the pauses in heartbeat continued. Subsequently, seven days following valve implant, a dual chamber permanent pacemaker was implanted and resolved the conduction disturbances. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional information was received which indicated that as part of this event the patient had experienced symptomatic bradycardia. No further treatment was reported. No additional adverse patient effects were reported. H6: annex e and annex g codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.